Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy. The cause of death was reported to be cardiac arrest. The patient was not hospitalized prior to or at the time of death. An autopsy was not performed. It was unknown if peritoneal dialysis therapy was ongoing up until the time of death but it was reported that the patient was not connected to the baxter healthcare homechoice device at the time of death. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Sample analysis revealed no non-conforming product that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.